Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed one side of the suture capture has been broken off in the device. No other deficiencies were visible. A functional evaluation showed the suture capture was removed using the removal tool. A new suture capture was loaded into the device. A new test needle loaded into the device. The jaw closed and locked at the first stop and deployed the needle at the second stop as intended. During removal of the test needle, the release button on top of the device failed to work. Unable to remove the needle from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Event description:
It was reported that one side of the firstpass suture capture has been broken off . The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).